Event description:
Per provider, pilot valve is leaking.

Manufacturer narrative:
Per repair statement, the unit is alarming or red light. The part/component replaced are the pilot valve in the manifold that was leaking, the o ring in the manifold that was leaking, the tie strap for the sieve bed is loose, and the inlet filter for the sound box is dirty.